Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the bd posiflush¿ syringe the plunger had difficult movement. The following information was provided by the initial reporter. The customer stated: "when the nurse used the flush to seal the tube for the child, he could not push it and could not be used normally. The flush was immediately replaced with a new one, which did not cause harm to the patient."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the bd posiflush¿ syringe the plunger had difficult movement. The following information was provided by the initial reporter. The customer stated: "when the nurse used the flush to seal the tube for the child, he could not push it and could not be used normally. The flush was immediately replaced with a new one, which did not cause harm to the patient."